Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced bilateral wound infection and left-sided rupture postoperatively. The patient experienced non healing wounds, drainage, redness on her right breast. The patient had a consultation with a healthcare professional. As a result, the patient was prescribed with anti-biotics and underwent removal and replacement with a 350cc mentor memorygel breast implant (catalog #: 3503504bc, serial #: (B)(4) and an unspecified breast implant on (B)(6) 2020. A healthcare professional stated that a bilateral wash out was performed during the revision surgery, and infection was observed only on the right-sided implant. The implants were discarded upon explantation and are not available for product evaluation. This report is for the right-sided prosthesis.